Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose and found that the cannula was bent. The customer's blood glucose was over 500 mg/dl at the time of incident. The customer mentioned that there was absence of no delivery alarm. The customer was unable to test for no delivery alarm at the time of call. The customer was advised how to insert infusion set to prevent bent cannula. The insulin pump will not be returned for analysis.